Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analysts noted that the stylet and guidewire were not returned with the lead. Visual inspection found dried blood covered the lead tip and there was dried contrast on the conductor. The analyst softened and removed dried blood using isopropyl alcohol and an insertion test was performed. Without wetting the lead, the stylet guide wire sample could pass through the lead's distal end. No obstruction was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet could not be passed into the attempted left ventricular (lv) lead despite multiple attempts. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.